Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of premature battery depletion and gas gauge/longevity not as expected.

Event description:
It was reported that this pacemaker was exhibiting a high-power consumption of 340% which was observed during a post implant follow up check. The estimated longevity was showing 3 years remaining. The longevity and power consumption were both abnormal in unipolar and bipolar mode. Subsequently, surgical intervention was performed to explant and replace this device. No additional adverse patient effects were reported. This device is expected for return. Additional information: the device has been received for analysis. This report includes the technical analysis of the device.

Event description:
It was reported that this pacemaker was exhibiting a high-power consumption of 340% which was observed during a post implant follow up check. The estimated longevity was showing 3 years remaining. The longevity and power consumption were both abnormal in unipolar and bipolar mode. Subsequently, surgical intervention was performed to explant and replace this device. No additional adverse patient effects were reported. This device is expected for return.